Manufacturer narrative:
This report is submitted on august 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). Surgery to reposition the magnet is scheduled but has not yet occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
It is now reported that the magnet was removed on (B)(6) 2018 and replaced with a plug until a new magnet was placed on (B)(6) 2018. This report is filed on december 13, 2018.